Event description:
Our hospital has had a series of problems with aisys anesthesia machines. The most common has been with the electronic vaporizer. Four have been replaced in the past 3 months -10 machines-. We have also had anesthesia display lock up or go blank on numerous occasions. Most recently ge replaced the power control board to correct the problem on one machine. Anesthesiologists report what appear to be nuisance alarms when ventilating low weight neonates.